Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 399 mg/dl while wearing the pod between 4 and 24 hours. Patient¿s mother took the patient to the hospital because she thought the patient was going into diabetic ketoacidosis (dka) based on how the patient was feeling but patient was admitted into the hospital for appendicitis on (B)(6). When removed from the infusion site (arm), the pod's cannula was found bent, ¿it has a weird curve¿. As treatment, patient¿s mother kept giving corrections then was admitted to the hospital and got another means of insulin delivered.